Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 884.6 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the hcp expected 3ml of medication in the pump but was only able to aspirate 0.5ml. She was not confident that she was in the reservoir because there was color in the fluid and it "felt different" when aspirating. They then used ultrasound to access the reservoir but were unable to aspirate any more medication. They were going to try the refill again under fluoroscopy. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2019. The hcp requested if literature was available regarding how long a pump could be empty before the pump needs to be replaced. The hcp confirmed that the patient's pump was not empty and they were merely inquiring about literature. According to the hcp, the patient would be coming in for a refill the week after the date of the report and they were able to successfully refill the pump under fluoroscopy at the patient's last refill. The hcp also requested a pump manual. No further complications were reported.

Manufacturer narrative:
Event: updated to reflect the information received on 2019-dec-11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.